Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep tightened the loose connections at the lemo connector and checked the interconnect pins. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not produce images on the monitors. No pt injury was reported.